Manufacturer narrative:
Unique device identification (UDI): (B)(4). The surgical patty (ID 245404) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has not been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that before the procedure, a hair was found stuck to cottonoid package of a surgical patty (ID 245404). The product was placed into kit, and was removed and discarded from sterile field. It is unknown if there is a delay in the procedure due to product problem.